Manufacturer narrative:
The customer stated that the device was reprocessed before the product was sent in for repair. The device was returned and evaluated. Additional findings include the following: air/water cylinder and suction cylinder had no color, switch 1 had a cut, switch box and forceps channel port had a dent, grip was shaved, due to wear of angle wire the play of upward/downward knob was out of the standard value, probe cover was deformed, objective lens had a chip, bending tube was deformed, adhesive on bending section cover had a crack, connecting tube had a dent, and universal cord had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited had foreign objects in the air/water tube and cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use which state: detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.